Manufacturer narrative:
D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: one actual sample was returned for evaluation. Visual inspection by naked eye observed no issues. Leak testing, clear passage, and clamp function testing were performed with no issues and no leaks observed. The reported condition was not verified. The sample met specifications. There were no issues identified during the evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the minicap transfer set leaked at the twist clamp. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.